Event description:
Unable to confirm lv capture based on current egm. No capture threshold is available for lv lead. Unable to run in current pacing mode. Last measured lv threshold was greater than programmed output. See lead trends. Lv capture management determined that threshold increased by??? V from (B)(6) 2025. This increase was greater than amplitude safety margin (+0 v) and may have compromised capture. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).